Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. It was reported that the patient¿s daughter called the company representative stating the patient was in the hospital for other issues and said the patient has been fainting. The environmental, external or patient factors that may have led or contributed to the issue was the patient has had multiple falls and the daughter stated the pump looked like it was flipped. It was unknown if there were any diagnostics or troubleshooting performed. The company representative notified the physician immediately. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.